Event description:
Reportedly, the patient with paroxysmal af underwent a pacemaker implantation on (B)(6) 2020. After the implantation, the subject device was programmed in vvi mode, 30 bpm with a high pacing output for an electrophysiology (ep) study with av node ablation procedure. During the ablation, no rhythm was detected: for approximately 5 seconds a flat line was observed. The pacemaker was interrogated after the av node ablation and ventricular noise was recorded during the procedure. Preliminary analysis revealed episodes recorded on 03 september 2020 with non-physiological signals on both channels, most probably due to strong electromagnetic interferences (emi) during the procedure.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient with paroxysmal af underwent a pacemaker implantation on (B)(6) 2020. After the implantation, the subject device was programmed in vvi mode, 30 bpm with a high pacing output for an electrophysiology (ep) study with av node ablation procedure. During the ablation, no rhythm was detected: for approximately 5 seconds a flat line was observed. The pacemaker was interrogated after the av node ablation and ventricular noise was recorded during the procedure. Preliminary analysis revealed episodes recorded on (B)(6) 2020 with non-physiological signals on both channels, most probably due to strong electromagnetic interferences (emi) during the procedure.